Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted this supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. As the serial number was unable to be obtained and the device has not been returned to date, a device evaluation and a device history record (DHR) review was unable to be performed. The exact cause of the failure could not be determined, however, the customer was instructed to replace the lamp as the lamp was at 500 hours. According to the investigation, it is likely the failure was caused by the lamp exceeding its usage. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the user had reported the light on a clv-180, evis exera ii xenon light source, was dim and the spare lamp was lit. The user was advised to attempt to ignite the lamp and observe if there were any errors. The customer was instructed to replace the lamp as the existing lamp was at 500 hours and would no longer ignite. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light was dim and the spare lamp on a clv-180, evis exera ii xenon light source, was lit during a procedure. There were no reports of patient harm associated with this event.